Event description:
A report was received from the (B)(6) that stated an 840 ventilator was shutting down on a pt when the unit re-started. The pt was not harmed or injured as a result of the event. Additional info regarding pt involvement has been requested but none has been provided.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self- test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).